Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
A patient reported needing to get dental work done. The patient stated that they need to get more crowns. The patient asked a question of "can I get the work done and get a new impression kit, as I was already in need of refinements at the end of my treatment? I had to stop pre-maturely because of needing this dental work".